Event description:
It was reported that the patient had oversensing on the right atrial lead. During interrogation, pressing on the device resulted in oversensing and inhibition of atrial pacing. The physician ordered a chest x-ray and the patient will be re-evaluated. The lead and device are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.